Event description:
Information received by medtronic stated that the back of insulin pump was cracked and exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the back and exposure to moisture found on (B)(6) 2021. Insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, critical pump error (open book image) alarm was due to main_hal_hw_error (code 0xxxxxxx4f) in the bootloader. Suspecting hw issue. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The following were also noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm was confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting hw issue. Unable to download history files and traces confirmed. Insulin pump exposed to moisture confirmed.